Event description:
During total hip arthroplasty procedure, surgeon noticed that the tip of the canady hybrid plasma scalpel broke off. Staff were unable to locate the broken piece of tip. X-ray was done to confirm that broken tip was not in wound bed or anywhere on the patient.